Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was being replaced with a high energy device due to high defibrillation thresholds. An induction test was completed and a <20 ohms shocking lead impedance measurement was recorded. Technical services advised that both this chronic ventricular implantable lead and this ICD had to be considered as compromised and so each of these items was explanted and replaced.